Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00317. A facility reported a certas valve (ID (B)(6)) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with silascon lumbar catheter (manufactured by kaneka, product code: 702-jj), and bactiseal peritoneal catheter (ID (B)(6)) (serial: unk). The shunt system was suspected to be occluded, therefore, the patient had revision surgery. According to information provided it is unknown if the catheter was obstructed; however it was removed. It is also unknown if the patient experienced signs and symptoms of obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The catheter (ID ns0339) was returned for evaluation. Failure analysis - the catheter was visually inspected, no defects were noted. The catheter was irrigated and no occlusion noted. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no function issues were noted.

Event description:
N/a.